Event description:
The customer reported a B30 (scope communication error) during maintenance involving an Olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.